Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017, with blood glucose of 900 mg/dl, 1100 mg/dl and also had diabetic ketoacidosis. The customer stated that the pump was not functioning and blood glucose was over 600 mg/dl. The customer experienced symptoms such as vomiting, fever, chills, cold sweats, achy and incoherent then. The customer was treated emergency room and hospital. The customer was not wearing the insulin pump prior during the hospitalization was unsure. The customer was advised to follow up with health care professional. The customer declined troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.